Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 392-393 mg/dl resulting in a hospitalization. Cause of high bg was not known. While hospitalized, the customer received insulin via the pump and did not require any additional treatment. A system check was performed and no issues were identified with the pump, insulin, cartridge, infusion set tubing, or infusion set cannula. A pump history was performed and an empty cartridge alert as well as a low insulin alert were observed. No alarms terminating insulin therapy were observed. The pump was found to be operating as intended. Multiple attempts were made to obtain the hospital release date; however, no additional information regarding this event was provided.